Manufacturer narrative:
This device is expected to be returned. Upon additional information this investigation will be updated.

Event description:
It was reported that this device was explanted due to oversensing. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was explanted due to oversensing. The device was returned. No additional adverse patient effects were reported. Additional information noted that there was a review of the device data by technical services (ts) which noted that the signal was pointing towards myopotential activity. Ts also noted that the primary and alternate sensing vectors had low amplitude noise and the secondary sensing vector had the highest noise captured. No further information was provided to date.

Event description:
It was reported that this device was explanted due to oversensing. The device is expected to be returned. No additional adverse patient effects were reported. Additional information noted that there was a review of the device data by technical services (ts) which noted that the signal was pointing towards myopotential activity. Ts also noted that the primary and alternate sensing vectors had low amplitude noise and the secondary sensing vector had the highest noise captured. No further information was provided to date.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device was explanted due to oversensing. The device is expected to be returned. No additional adverse patient effects were reported.